Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had critical pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Device will not be returned for the analysis.